Manufacturer narrative:
The distributor reported that the asi is blank. The battery pack has an expiration date of december 2027 and the pads have an expiration date of june 2025. The maintenance schedule is reported as monthly. Trouble shooting with the customer: had the caller to cup hands over the asi and the caller said then they could see a very faint flashing, but it was difficult to see. Advised the caller to remove the unit from service and will replace under warranty. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported that the asi is blank. The customer did not report this event occurred during patient use.